Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that had an "alarm on." It is unknown when this event occurred or what department the event occured in. This condition had the potential to interrupt delivery. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and reproduced during service evaluation as failure code 94. The assignable cause was identified as a depleted main battery. The main battery was replaced to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted.